Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 488 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent response due to corroded keypad traces. The insulin pump had broken reservoir tube lip, minor scratched display window, cracked battery tube threads and missing o-ring at reservoir tube.